Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported by a physician that there were 7 cases of fibrotic tissue formation on tissue heart valves, which may have been epic valves. Redo surgeries were performed for all 7 cases. However, it has not been confirmed that the valves were epic valves, or some other abbott valve. This event is being conservatively reported while additional information has been requested.

Manufacturer narrative:
An event of fibrotic tissue formation on the tissue valve was reported. What kind of valve was implanted could not be confirmed. A more comprehensive assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.